Event description:
An endurant bifurcated stent graft system was implanted in a patient for emergent endovascular treatment of an abdominal aortic aneurysm. The vessel morphology was not reported. It was reported that the final angiogram revealed an endoleak coming from the area of the bifurcation of the bifurcated stent graft. The physician went through a few steps to confirm that is was not a type 1 leak coming from proximal end or a junction leak. The surgeon also elected to place a palmaz stent in the main body portion of the bifurcated stent graft. The physician thought it was a graft porosity issue that somewhat became less apparent. The physician will monitor the patient. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak).